Manufacturer narrative:
The igg reagent lot number was 767875 with an expiration date of 28-feb-2026. Qc was within the assigned ranges on the day of the event. The alarm trace showed multiple abnormal aspiration alarms on the day of the event. A general reagent issue can be excluded as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) found that the cell rinse tubes and the associated clamps needed replacement. He also found that the sample probe and the reagent probes needed replacement. He replaced and adjusted the rinsing tubes, the associated clamps, the sample probe, and the reagent probes. The fse then performed a general functional check and qc and they were successful. The root cause was related to service and operator maintenance. The service actions (replacing and adjusting the rinsing tubes, the associated clamps, the sample probe, and the reagent probes) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with igg assay on a cobas 8000 cobas c502 module. Initial result: 6.5 g/l. The customer questioned the initial result and repeated the sample. On (B)(6) 2024, the 1st repeat result was 12.4 g/l (using a nephelometric method). On (B)(6) 2024, the 2nd repeat result was 12.3 g/l (tested on the same c502). No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.